Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer having high blood glucose for over a month. Assisted with performing the hp test, the result was pump alarmed no delivery. Customer reports the following symptoms related to their high blood glucose was tiredness. The drive support cap appears normal. Customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.